Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that an attempt was made to contact the customer regarding upgrading his insulin pump; however, he declined. His blood glucose was unknown at the time of reporting. His insulin pump was reportedly requiring frequent battery changes, was slow to rewind, and had multiple no delivery alarms. No equipment was returned. No additional information was reported.